Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and expiration date cannot be determined. (B)(4).

Event description:
It was reported that the lead dislodged during slitting of the sheath. A new sheath was used to implant the same lead. No patient complications have been reported as a result of this event.